Event description:
The customer was riding the unit up a ramp at a hotel. The unit tipped backwards and they struck their head. Pt was treated and released at the local hospital for a concussion and bruised ribs.